Manufacturer narrative:
Device evaluated by MFR: the tip was damaged. There was a partial circumferential balloon tear adjacent to the proximal end of the distal markerband. Magnified inspection confirmed there were no sharp edges on the markerband that could have contributed to the balloon damage. There was no evidence that the confirmed damage was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty procedure a balloon rupture occurred. The lesion being treated was located below the knee. The physician advanced a 2mm x 20mm x 142cm coyote es otw balloon catheter to the target lesion. The balloon was inflated 4 times at 6atms. Upon the fifth inflation at 6atms the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. No complications were reported and the patient's status is good.

Event description:
It was reported that during an angioplasty procedure a balloon rupture occurred. The lesion being treated was located below the knee. The physician advanced a 2mm x 20mm x 142cm coyote es otw balloon catheter to the target lesion. The balloon was inflated 4 times at 6atms. Upon the fifth inflation at 6atms the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).